Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported that the patient underwent angioplasty and stent placement to treat the high-grade left m1 middle cerebral artery stenosis. The stent was successfully placed across the stenotic lesion. During the procedure, post stent placement imaging showed ¿some platelet aggregation within the stent¿ which was treated with intra-arterial infusion of 12mg of integrilin throughout the length of the stent. The patient remained on heparin overnight. Eleven days post procedure, the patient died. The physician states that there is no clean relationship between the death and wingspan stent.

Event description:
It was reported that the patient underwent angioplasty and stent placement to treat the high-grade left m1 middle cerebral artery stenosis. The stent was successfully placed across the stenotic lesion. During the procedure, post stent placement imaging showed ¿some platelet aggregation within the stent¿ which was treated with intra-arterial infusion of 12mg of integrilin throughout the length of the stent. The patient remained on heparin overnight. Eleven days post procedure, the patient died. The physician states that there is no clean relationship between the death and wingspan stent.

Manufacturer narrative:
Subject device remains implanted.